Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a remote interrogation of the patient's single chamber device reported an interlock with mode switch, ventricular capture management, and "sleep." Also reported, this "message should not be seen" as this is a single chamber device. The device remains in use. No patient complications were reported as a result of this event.